Event description:
Additional info received on 07feb2019: on (B)(6) 2017 ((B)(6) days pre-procedure), a CT-scan showed antegrade progression of the dissection and a type 1b endoleak. The source feeding into the endoleak is a secondary entry tear in the abdominal aorta. The thoracic part of the dissection (stented segment) was completely thrombosed. There was still false lumen perfusion in the abdominal aorta.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi) (B)(4). Registration no.: (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress.

Event description:
Description of event according to initial reporter: "the filter would not deploy. This information was obtained from a technician at a different facility, but who also works at the facility where the incident occurred. The technician was unable to provide any additional information." This has occurred with 3 different devices ((B)(4)) in 3 different cases with 3 different patients. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). This MDR report is a correction MDR report. A MDR follow up # 2 for (B)(4).(manufacturer report number 3002808486-2017-01925) has incorrectly been submitted with the manufacturer report number 3002808486-2018-01269 (pr242779). This MDR report is follow-up # 2 for manufacturer report number 3002808486-2018-01269 (pr242779). This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number: e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref#: (B)(4). Name and address for importer site:cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 (B)(4). Summary of investigational findings: investigation is based on event description only. It was reported that the filter would not deploy, but no product was returned and no imaging was provided. Therefore, it would be inappropriate to speculate at what may or may not have caused the difficulties in releasing the filter. However, it is previously experienced that excessive back tension applied to the system during filter placement may prevent the filter from releasing when the release mechanism is activated. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.